Event description:
Pt underwent cataract surgery at ambulatory surgery ctr. After surgery, pt was given standard post-operative kit containing protective eyeglasses, lubricating drops, an eye shield, transpore tape and a bottle of econopred. At the one-day post-op appointment with surgeon, pt stated they didn't know which drops to put in their eye. The dr looked in their post-op kit and found a vial of super glue taped to the box of lubricating tears. The pt had not used anything in the kit and was not harmed, but the potential for eye damage was great. The post-op kits are provided to surgery ctr by alcon laboratories, inc. They are shipped in closed cardboard boxes. Contamination could have occurred either at alcon, at the surgery ctr, at the pt's home, at the dr's office or at some other location where the pt went between their surgery and post-op visit. Rptr is reporting because of the possibility that the super glue may have been put into the kit at alcon labs.